Manufacturer narrative:
Section d4, catalog number was updated. Calibration was last performed on 03-may-2024. The qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. The field service engineer (fse) cleaned the ise channel and the reference acrylic block and properly tightened the ise reference solution tubing at the acrylic block. The fse performed and ise check, ise qc, and ise prime successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 6000 c (501) module. The initial na result was 127 mmol/l. The customer site has internal protocols in place to auto-repeat patient samples that have na results >125 mmol/l. The auto-repeat result was 104 mmol/l. The customer questioned the low repeat result and repeated the sample again. The sample was repeated twice and the results were 126 mmol/l and 127 mmol/l. The customer repeated the sample on another analyzer and they stated they na "resulted normally". The customer repeated the patient sample again on the original analyzer and the na result was 126 mmol/l with an auto-repeat result of 91 mmol/l. The result of 127 mmol/l was deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The na electrode lot number is v6748. The expiration date was not provided. The field service engineer (fse) observed a leak in the acrylic block. The investigation is ongoing.